Manufacturer narrative:
Concomitant medical products: model: 5076-45, right atrial (ra) lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there was noted right atrial (ra) lead undersensing during ventricular tachycardia (vt)episode(s). Additionally, the right ventricular (rv) lead was noted to be t-wave oversensing (twos) within the programmed atrial refractory period, which does not appear to influence device behavior. Follow-up was conducted but further information was unable to be ascertained at this time. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.